Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed an align error with the drive assembly. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a motor align failure. There was no indication that this product caused or contributed to an adverse event. This finding is being reported because the issue may impact insulin delivery or ability to use the pump.